Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18835. It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead and pacemaker were oversensing noise that inhibited pacing. The lead was capped and replaced on (B)(6) 2021 and the device was explanted. The patient was stable post procedure.